Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("displacement of essure device / the myometrium has an area where it is trabeculated, essure coils is embedded in this area (right)"), the second episode of device expulsion ("displacement of essure device / the myometrium has an area where it is trabeculated, essure coils is embedded in this area (right)"), pelvic pain ("pelvic pain (right side)/ severe and persistent pain"), implantable cardiac monitor insertion ("loop recorder") and cardiac pacemaker insertion ("got a pacemaker") in a 48-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, multigravida, parity 2, miscarriage and ectopic pregnancy. Previously administered products included for an unreported indication: iud. Concomitant products included antibiotics, medroxyprogesterone acetate (depo-provera) since (B)(6) 2009 and oxycodone since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menstruation irregular ("irregular cycle (pain very severe deabilitation)") and the first episode of device expulsion ("no corresponding coil is visualized on the left"). In 2010, the patient experienced abdominal distension ("bloating") and gastrointestinal disorder ("bowel issues"). In 2015, the patient underwent implantable cardiac monitor insertion (seriousness criterion medically significant) and experienced menstrual disorder ("abnormal menstrual periods"), syncope ("syncope (no pain)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and the second episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), back pain ("severe and persistent lower back pain"), feeling abnormal ("brain fog"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), loss of libido ("loss of libido"), mood swings ("mood swings"), incontinence ("incontinence"), dysgeusia ("metallic taste"), alopecia ("hair loss"), insomnia ("insomnia") and parosmia ("metallic smell"), underwent cardiac pacemaker insertion (seriousness criterion medically significant) and was found to have weight abnormal ("weight issues"). The patient was treated with analgesics and surgery (hysterectomy and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. In 2014, the abdominal distension had resolved. At the time of the report, the embedded device, the last episode of device expulsion, implantable cardiac monitor insertion, cardiac pacemaker insertion, menstruation irregular, menstrual disorder, weight abnormal, feeling abnormal, mental disorder, loss of libido, mood swings, incontinence, dysgeusia, alopecia, insomnia, parosmia, syncope and fatigue outcome was unknown, the pelvic pain had not resolved and the dyspareunia, back pain and gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, back pain, cardiac pacemaker insertion, dysgeusia, dyspareunia, embedded device, fatigue, feeling abnormal, gastrointestinal disorder, implantable cardiac monitor insertion, incontinence, insomnia, loss of libido, menstrual disorder, menstruation irregular, mental disorder, mood swings, parosmia, pelvic pain, syncope, weight abnormal, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: (B)(6) 2009 - insertion details: 3 trailing coils on right side and 14 trailing coil on left side. She did not claim that essure worsened a previously existing injury/condition. She did not claim allergic to nickel or any other component of essure.she did not claim experienced a hypersensitivity reaction to nickel or any other component of essure.she did not retain the essure or any portion of it.she did not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: status post placement of essure on the right side and complete the blockage of the tube. The proximal one-third of the left tube is visualized although no essure devise is seen on this side. This may be due to prior ligation. Pathology test - on v2015: gross description: the endometrium is soft and pale tan, measuring up to 1 mm in thickness. The myometrium measures up to 1.5 cm in thickness. There is an area where it is trabeculated. The essure coils is embedded in this area. Inferior to this is an area with small cysts containing chocolate colored material. A coils is not identified on the left side. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("displacement of essure device / the myometrium has an area where it is trabeculated, essure coils is embedded in this area (right)"), the second episode of device expulsion ("displacement of essure device / the myometrium has an area where it is trabeculated, essure coils is embedded in this area (right)"), pelvic pain ("pelvic pain (right side)/ severe and persistent pain"), implantable cardiac monitor insertion ("loop recorder") and cardiac pacemaker insertion ("got a pacemaker") in a 48-year-old female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 2, miscarriage and ectopic pregnancy. Previously administered products included for an unreported indication: iud in 2007. Concomitant products included antibiotics, medroxyprogesterone acetate (depo-provera) since may 2009 and oxycodone since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menstruation irregular ("irregular cycle (pain very severe deabilitation)") and the first episode of device expulsion ("no corresponding coil is visualized on the left"). In 2010, the patient experienced abdominal distension ("bloating") and gastrointestinal disorder ("bowel issues"). In 2015, the patient underwent implantable cardiac monitor insertion (seriousness criterion medically significant). In 2015, the patient experienced menstrual disorder ("abnormal menstrual periods"), syncope ("syncope (no pain)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and the second episode of device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cardiac pacemaker insertion (seriousness criterion medically significant), dyspareunia ("painful sex"), back pain ("severe and persistent lower back pain"), weight abnormal ("weight issues"), feeling abnormal ("brain fog"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), loss of libido ("loss of libido"), mood swings ("mood swings"), incontinence ("incontinence"), dysgeusia ("metallic taste"), alopecia ("hair loss"), insomnia ("insomnia") and parosmia ("metallic smell"). The patient was treated with analgesics and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. In 2014, the abdominal distension had resolved. At the time of the report, the embedded device, the last episode of device expulsion, implantable cardiac monitor insertion, cardiac pacemaker insertion, menstruation irregular, menstrual disorder, weight abnormal, feeling abnormal, mental disorder, loss of libido, mood swings, incontinence, dysgeusia, alopecia, insomnia, parosmia, syncope and fatigue outcome was unknown, the pelvic pain had not resolved and the dyspareunia, back pain and gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, back pain, cardiac pacemaker insertion, dysgeusia, dyspareunia, embedded device, fatigue, feeling abnormal, gastrointestinal disorder, implantable cardiac monitor insertion, incontinence, insomnia, loss of libido, menstrual disorder, menstruation irregular, mental disorder, mood swings, parosmia, pelvic pain, syncope, weight abnormal, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: 09apr2009 - insertion details: 3 trailing coils on right side and 14 trailing coil on left side. She did not claim that essure worsened a previously existing injury/condition. She did not claim allergic to nickel or any other component of essure.she did not claim experienced a hypersensitivity reaction to nickel or any other component of essure.she did not retain the essure or any portion of it.she did not advised of any complications from your essure removal procedure. Diagnostic results: on (B)(6) 2009: hysterosalpingogram done : impression: status post placement of essure on the right side and complete the blockage of the tube. The proximal one-third of the left tube is visualized although no essure devise is seen on this side. This may be due to prior ligation. (B)(6) 2018 - pathology report: gross description: the endometrium is soft and pale tan, measuring up to 1 mm in thickness. The myometrium measures up to 1.5 cm in thickness. There is an area where it is trabeculated. The essure coils is embedded in this area. Inferior to this is an area with small cysts containing chocolate colored material. A coils is not identified on the left side. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, device expulsion, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Lot number was added. Date of insertion of essure was updated, insertion details were provided (essure inserted in right and left sides). Added event from removal details "displacement of essure device / the myometrium has an area where it is trabeculated, essure coils is embedded in this area (right)" and "no corresponding coil s visualized on the left" (device expulsion). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (right side)/ severe and persistent pain"), implantable cardiac monitor insertion ("loop recorder") and cardiac pacemaker insertion ("got a pacemaker") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida, parity 2, miscarriage and ectopic pregnancy. Previously administered products included for an unreported indication: iud in 2007. Concomitant products included antibiotics, medroxyprogesterone acetate (depo-provera) in (B)(6) 2009 and oxycodone in 2016. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menstruation irregular ("irregular cycle (pain very severe debilitation)"). In 2010, the patient experienced abdominal distension ("bloating") and gastrointestinal disorder ("bowel issues"). In 2015, the patient underwent implantable cardiac monitor insertion (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual periods"), syncope ("syncope (no pain)") and fatigue ("fatigue"). In 2015, the patient experienced implantable cardiac monitor insertion (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual periods"), syncope ("syncope (no pain)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cardiac pacemaker insertion (seriousness criterion medically significant), dyspareunia ("painful sex"), back pain ("severe and persistent lower back pain"), weight abnormal ("weight issues"), feeling abnormal ("brain fog"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), loss of libido ("loss of libido"), mood swings ("mood swings"), incontinence ("incontinence"), dysgeusia ("metallic taste "), alopecia ("hair loss"), insomnia ("insomnia") and parosmia ("metallic smell"). The patient was treated with analgesics and surgery (hysterectomy). Essure was removed on (B)(6) 2015. In 2014, the abdominal distension had resolved. At the time of the report, the pelvic pain had not resolved, the implantable cardiac monitor insertion, cardiac pacemaker insertion, menstruation irregular, menstrual disorder, weight abnormal, feeling abnormal, mental disorder, loss of libido, mood swings, incontinence, dysgeusia, alopecia, insomnia, parosmia, syncope and fatigue outcome was unknown and the dyspareunia, back pain and gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, back pain, cardiac pacemaker insertion, dysgeusia, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, implantable cardiac monitor insertion, incontinence, insomnia, loss of libido, menstrual disorder, menstruation irregular, mental disorder, mood swings, parosmia, pelvic pain, syncope and weight abnormal to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not claim allergic to nickel or any other component of essure. She did not claim experienced a hypersensitivity reaction to nickel or any other component of essure. She did not retain the essure or any portion of it. She did not advised of any complications from your essure removal procedure. Diagnostic results: on (B)(6) 2009: hysterosalpingogram done. Most recent follow-up information incorporated above includes: on (B)(6) 2017: upon receipt of pfs, event severe and permanent injuries was deleted and events abdominal distension, alopecia, back pain, cardiac pacemaker insertion, dysgeusia, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, implantable cardiac monitor insertion, incontinence, insomnia, loss of libido, menstrual disorder, menstruation irregular, mental disorder, mood swings, parosmia, pelvic pain, syncope, weight abnormal were added. Historical drug and conditions added. Concomitant drug and conditions added. Patient , reporter, product information updated. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.